Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no issue in the medication dispensing process. The technical support specialist accessed the system remotely but was unable to identify the problem. It was confirmed that the customer attempted to issue medications and did so without any issues. The system functioned as intended after the technical support specialist checked the device. Serial number, UDI number and manufacturer date were kept blank and requested technical support specialist for the affected device serial number, since the mentioned asset information is "(B)(6)".

Event description:
It was reported when using the pyxis medbank tower, the user was unable to dispense medication from the device. The customer reported that the issue arose at the time when medication was required to be dispensed for the patient. There were no adverse events or injuries reported based on this incident.